Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a power source alert occurred and the pump battery did not charge. Customer¿s blood glucose level was 160-170 mg/dl. Reportedly, the pump began charging after being plugged into a power source for an extended period of time.